Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant medical products: a 5076-45 lead implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that an in-office evaluation showed post-ventricular sense twos (t-wave oversensing), specifically occurring only following pvcs (premature ventricular contractions). A high number of sic (sensing integrity counter) was also noted, which accumulated over the past approximately nine months. Sensitivity was decreased but this was not successful in resolving the oversensing so the sensitivity was returned to the previous level. The lead remains in use. No patient complications have been reported as a result of this event.